Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. There was no backflow observed from the septum of the delivery catheter while flushing both with a test 3830 lead fully inserted in the delivery catheter and also without the test lead. There were no anomalies found with the septum of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant backflow was observed from the check valve on the catheter. It was also noted that the part seemed loose. The catheter was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.